Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 5 months following the implant of this transcatheter bioprosthetic valve, the patient underwent a thrombectomy for cerebral infarction, and direct oral anticoagulants (doac) treatment was started. The patient was scheduled to be transferred to a rehabilitation hospital, but the respiratory condition worsened approximately one month after thrombectomy. Two days later, the patient was unable to meet oxygen demand even under an oxygen mask at night. The patient went into cardiac arrest the next day, and died of aspiration pneumonia.